Event description:
It was reported that the device interrogation measured 2.68 volts. A review of device data showed battery voltage of 2.95 volts. It was further reported that the device was removed and replaced due to elective replacement indications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. On (B)(6), 2010, the battery voltage with telemetry was 2.76v and the daily measurement was 2.96v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.76v and the daily measurement was 2.96v.

Event description:
It was reported that the device interrogation measured 2.68 volts. A review of device data showed battery voltage of 2.95 volts. The device remains in use. No patient complications have been reported as a result of this event.